Event description:
It was reported that the patient is deceased and died approximately two months post the device system implant. The patient's family member stated the patient passed away because the patient had a "defective device," and that "the device had not functioned properly prior to this incident." Further indicated by the family member was the device "didn't function properly," and the patient had a "massive heart attack and died."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. The official cause of death was requested and not received.